Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing impedance measurements for the past year. There was no evidence of oversensed noise. An x-ray could not confirm a lead fracture. Boston scientific technical services (ts) recommended further non-invasive testing before performing surgical intervention. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient traveled from thailand back to austria for further treatment. Surgical intervention was performed and the entire transvenous system was explanted and replaced with a subcutaneous ICD. Neither the device or lead will be returned for analysis. The lead was damaged during extraction and the device was discarded by hospital staff.